Event description:
The account reported the bed exit volume controls are not working and the volume is stuck in the lowest setting. The bed was located in the ed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the bed exit will set, but the volume will not change from the low setting. Hill-rom technical support representative suggested replacing the side rail interface board. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.